Manufacturer narrative:
Related to MFR reports: 2124215-2022-25732 and 2124215-2022-25742 created from the same literature article. W lam, ch tam, s chum, jhl tsu, division of urology, department of surgery, queen mary hospital, hong kong sar; division of urology, department of surgery, lks faculty of medicine, the university of hong kong, hong kong sar. "Transurethral convective radiofrequency water vapour thermal therapy of the prostate (rezum) for men with lower urinary tract symptoms related to benign prostatic hyperplasia at a single institution: a pilot study and initial outcomes." Bju international published by john wiley & sons ltd (2022): 129 supplement 1. 4-22.

Event description:
It was reported to boston scientific via an article published in the authors bju international the results of the following study. The article discussed the results of 33 patients who underwent rezum water vapor therapy procedure for treatment of benign prostatic hyperplasia (bph) between january 2020 and july 2021. The study showed that the water vapor therapy treatment significantly improved international prostate symptom score and quality-of-life. Following the procedure, 9.1% of the patients reported transient dysuria. One patient required readmission for hematuria. Two patients (6%) had a post-operative urinary tract infection (uti). It was not possible to ascertain specific device per patient event or facility data from the article. No further information is available. This report is for the finding of dysuria.

Event description:
It was reported to boston scientific via an article published in the authors bju international the results of the following study. The article discussed the results of 33 patients who underwent rezum water vapor therapy procedure for treatment of benign prostatic hyperplasia (bph) between january 2020 and july 2021. The study showed that the water vapor therapy treatment significantly improved international prostate symptom score and quality-of-life. Following the procedure, 9.1% of the patients reported transient dysuria. One patient required readmission for hematuria. Two patients (6%) had a post-operative urinary tract infection (uti). It was not possible to ascertain specific device per patient event or facility data from the article. No further information is available. This report is for the finding of dysuria.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Related to MFR reports: 2124215-2022-25732 and 2124215-2022-25742 created from the same literature article. W lam, ch tam, s chum, jhl tsu, division of urology, department of surgery, queen mary hospital, hong kong sar; division of urology, department of surgery, lks faculty of medicine, the university of hong kong, hong kong sar. "Transurethral convective radiofrequency water vapour thermal therapy of the prostate (rezum) for men with lower urinary tract symptoms related to benign prostatic hyperplasia at a single institution: a pilot study and initial outcomes." Bju international published by john wiley & sons ltd (2022): 129 supplement 1. 4-22.